Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The customer¿s current blood glucose was 296 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges the insulin pump was under delivering. The product will not be returned for the analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. Device functioning properly.